Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that bag and cord were no longer attached to the event unit. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Based on the event description and evaluation of the returned unit, it is likely that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure performed: nephroureterectomy with bladder cuff excision [name] hospital surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs. They replace a new one to complete this surgery. Product available for return. Additional information was received via email on 16mar2021 from [name] procedure being performed was a nephroureterectomy with bladder cuff excision. No other instruments were being used at the time of the event. The tips of the prongs were not exposed inside the body. There were not multiple attempts to advance the actuator. The bag fell off the prongs when advancing the actuator. The user did retract the actuator prior to full deployment. Additional information was received via email on 18mar2021 from[name]: yes, the bag fell completely off the prongs patient status: fine type of intervention: the case was completed with a new one.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: nephroureterectomy with bladder cuff excision. [Name] hospital: surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs. They replace a new one to complete this surgery. Product available for return. Additional information was received via email on 16mar2021 from [name]: procedure being performed was a nephroureterectomy with bladder cuff excision. No other instruments were being used at the time of the event. The tips of the prongs were not exposed inside the body. There were not multiple attempts to advance the actuator. The bag fell off the prongs when advancing the actuator. The user did retract the actuator prior to full deployment. Additional information was received via email on 18mar2021 from[name]: yes, the bag fell completely off the prongs. Patient status: fine. Type of intervention: the case was completed with a new one.